Event description:
The report received from the affiliate indicated that during an interventional procedure, the cypher 3.5 x 18 mm stent was delivered to the mid left anterior descending (lad) target lesion via direct stenting. The stent delivery system (sds) balloon was inflated gradually to 9 atm, at this point contrast leakage was observed. The stent was deployed successfully and an avion 3.5 x 10 mm balloon was used to post-dilate the stent. The procedure was completed successfully. There was no reported patient injury. No additional information is available. The physician's comment regarding this event was that a suspected pin-hole rupture caused the leakage below the nominal pressure.

Manufacturer narrative:
The target lesion was the mid lad. The lesion was reported to be: de novo, slightly, calcified, slightly tortuous, and a 99% stenosis. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.